Manufacturer narrative:
One cadd legacy 1 pump was returned in good physical condition with a scratched screen. There was no evidence of the reported accuracy issue in the event history log. The reported accuracy issue could not be confirmed. Delivery accuracy testing on the pump was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -9.25%. There was no reported adverse event.

Event description:
Follow up report generated with new information that event occured during testing and no patient involvement.

Manufacturer narrative:
Event occured during testing and no patient involvement.